Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Per the pd technician, the cause of the peritonitis event was touch contamination by the patient not following proper aseptic technique as evidenced by the culture results of staphylococcus epidermidis. These organisms are the predominant normal flora on human skin and are the most frequently identified cause of pd associated peritonitis. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis.

Event description:
It was reported by a peritoneal dialysis (pd) patient caregiver that the patient had an infection and was seen by the peritoneal dialysis nurse (pdrn). The patient was not setting up the cycler using aseptic technique. Upon follow-up with the pd technician, the patient had presented to the pd clinic with unspecified symptoms on (B)(6) 2019. A pd effluent culture was obtained and resulted positive for staphylococcus epidermidis. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency and duration unknown). The patient did not require to be hospitalized and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was confirmed to be touch contamination due to improper aseptic technique. There were no issues with the liberty select cycler or cycler set related to this event.